Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by a physician, which refers to a 69-year-old female patient. Additional information was received on (B)(6) 2023 from the same reporter. The medical history of the patient included dust allergy. Concomitant medication included multivitamin [vitamins nos]. The patient had previously received extensive treatments with unspecified fillers and toxins with no issues. On (B)(6) 2020, the patient received treatment with 2 vials of sculptra (lot 0j22345 and expiry date 28-feb-2023) to hands with unknown injection technique and needle type. The sculptra was injected to hands (off label use of device). On (B)(6) 2020, the patient received treatment with 2 vials of sculptra (lot 0j1555 and expiry date 31-jan-2023) to hands with unknown injection technique and needle type. On (B)(6) 2021, the patient experienced nodules (implant site nodule) across the back of both of her hands from sculptra. There were clusters of these nodules that were more prominent than others. According to the reporting physician, the patient had been followed by other healthcare providers at other offices. The patient went back to see these healthcare providers regarding the nodules for the first time on (B)(6) 2021 and during this visit, the patient was treated with saline [sodium chloride]. On (B)(6) 2021, (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021, the patient was treated with 5-fluorouracil [fluorouracil] to dissolve the nodules. On (B)(6) 2023, the patient reported these nodules to the reporting physician who started to treat her with saline injection at the site of one of the nodules which did not help. The hcp heard from another physician that 5-fluorouracil could be tried. On (B)(6) 2023, the other hcp providers tried again treatment with saline. On (B)(6) 2023, the hcp informed the patient about a possible treatment with 5-fluorouracil, but the patient said it only hurt (pain) and had not been working. The reporting physician also tried to surgically excise one of the clusters of nodules but there was a vein and a nerve running through it. The physician tried to excise a little bit of it, but that was just more complicated and was unsuccessful. Outcome at the time of the report: nodules was unknown. Hurt was unknown. Sculptra was injected to hands was recovered/resolved.

Manufacturer narrative:
Company comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical and surgical interventions to prevent permanent damage. Potential root cause includes the treatment procedure or foreign body reaction to the product in the local tissue. Potential contributory factor includes off-label use in inappropriate areas with thin skin. The non-serious event of pain was considered unexpected and unrelated to the treatment as it is related to corrective treatment with 5-fluorouracil. The sculptra was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number 0l1555 was valid and verified the reported product and the other reported lot number 0j22345 was not a valid lot number for a galderma product. A follow-up on the lot number will be performed. To exclude a non-conforming product, a batch record review will be performed for the valid lot 0j1555. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-aug-2023 by a physician, which refers to a 69-year-old female patient. Additional information was received on 15-aug-2023 from the same reporter. The medical history of the patient included dust allergy. Concomitant medication included multivitamin [vitamins nos]. The patient had previously received extensive treatments with unspecified fillers and toxins with no issues. On (B)(6) 2020, the patient received treatment with 2 vials of sculptra (lot 0j22345 and expiry date 28-feb-2023) to hands with unknown injection technique and needle type. The sculptra was injected to hands (off label use of device). On (B)(6) 2020, the patient received treatment with 2 vials of sculptra (lot 0j1555 and expiry date 31-jan-2023) to hands with unknown injection technique and needle type. On (B)(6) 2021, the patient experienced nodules (implant site nodule) across the back of both of her hands from sculptra. There were clusters of these nodules that were more prominent than others. According to the reporting physician, the patient had been followed by other healthcare providers at other offices. The patient went back to see these healthcare providers regarding the nodules for the first time on (B)(6) 2021 and during this visit, the patient was treated with saline [sodium chloride]. On (B)(6) 2021, (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021, the patient was treated with 5-fluorouracil [fluorouracil] to dissolve the nodules. On (B)(6) 2023, the patient reported these nodules to the reporting physician who started to treat her with saline injection at the site of one of the nodules which did not help. The hcp heard from another physician that 5-fluorouracil could be tried. On (B)(6) 2023, the other hcp providers tried again treatment with saline. On (B)(6) 2023, the hcp informed the patient about a possible treatment with 5-fluorouracil, but the patient said it only hurt (pain) and had not been working. The reporting physician also tried to surgically excise one of the clusters of nodules but there was a vein and a nerve running through it. The physician tried to excise a little bit of it, but that was just more complicated and was unsuccessful. Outcome at the time of the report: nodules was unknown. Hurt was unknown. Sculptra was injected to hands was recovered/resolved.

Manufacturer narrative:
Company comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical and surgical interventions to prevent permanent damage. Potential root cause includes the treatment procedure or foreign body reaction to the product in the local tissue. Potential contributory factor includes off-label use in inappropriate areas with thin skin. The non-serious event of pain was considered unexpected and unrelated to the treatment as it is related to corrective treatment with 5-fluorouracil. The sculptra was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number 0j1555 was valid and verified the reported product. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch is conforming with the cgmp and to the specification requirements. The other reported lot number was 0j22345 and was not a valid lot number for a galderma product. A follow-up on the lot number was performed to confirm if the concerned lot could be 0j2345, which is a valid for a galderma product. However, no confirmation on the lot number could be obtained and no further investigations on the lot could be performed. The investigations performed to date are considered adequate and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.